Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. One - por for write to locked ram, addr 1b94, data 46, on (B)(4)-2011 08:18:14. One - patient alert for por on (B)(4)-2011 08:18:14.

Event description:
It was reported that the patient went through radiation therapy and there was a reset. The device is still in use. No patient complications have been reported as a result of this event.